Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "image error code e216" and phenomenon 2 "the image disappeared during the angulation operation" occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following findings: due to damage on charged coupled device unit, e216(scope communication error) occurred. Due to damage on charged coupled device unit, the image disappears during angulation in right/left directions. The adhesive around the objective lens was peeled. Due to a pinhole on video cable, water tightness was lost. Due to a dent on distal end, water tightness was lost. The bending section cover had a scratch. The adhesive on the bending section cover has a chip. The indication on the light guide connector was not correct. The light guide cover glass was deformed. The video connector had a crack. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope displayed a scope connection error. The event occurred during preparation for use, prior to a therapeutic procedure. There were no reports of patient harm.